Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that during treatment, fluid was observed leaking onto the floor. The phase of treatment during which the event occurred is unknown. No patient adverse events were reported. No changes to the patient's status were reported. The set was discarded.